Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to a catheter display location issue. Electrode 2 displayed an open circuit during electrical testing. Further investigation revealed conductor wire 2 was fractured in the flat wire compression coil of the shaft due to a tear in the shaft material, consistent with the open circuit detected. Electrode 1 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event and the tear in the shaft could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis confirming exposed internal wiring.